Event description:
It was reported the patient experienced an unspecified infection coincident with automated peritoneal dialysis therapy. The patient was seen at the emergency room of the hospital, but was not hospitalized for the event. Treatment for the event was not report. Automated peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the infection. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.